Manufacturer narrative:
The customer¿s stated issue of ¿patient was tampering w/device¿ was not confirmed through a review of the device logs or through visual inspection. Since the intended infusion parameters were not provided by the customer it could not be determined if a programming error occurred that may explain a report of patient tampering. Visual inspection of the pca found no damage or evidence of forced entry into the pca. The cracked rear door posts are an incidental finding as the handles appear to be original and both sides are not damaged. The administration set was not provided by the customer therefore could not be tested for this investigation. The pca was in use during treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that the device was tampered with while in use on the patient.